Event description:
A balloon ruptured on the first inflation at 10 atms during a bilateral iliac angioplasty via a kissing balloon technique of an extremely calcified lesion. The other balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated device was used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."